Manufacturer narrative:
H2 correction: the computer returned for analysis was product 9735764r, lot number: 2447f03801. H3: analysis was performed for product 9735764, lot number: 2049f00048. The computer powered on when power was applied. After multiple power cycles no boot up or video issues were observed. The network and teradici configurations were set correctly. The video capture card functioned correctly. All display ports-dvi, hdmi and dp all functioned correctly. The sound functioned on the hdmi and dp ports. The computer passed all burn-in testing v9.1. The computer was fully functional. There was no failure found. Codes b01, c19 and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The computer and ups were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The computer and uninterruptible power supply (ups) were returned for analysis. Functional testing determined that the computer was malfunctioning and the ups was functioning as designed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the battery was 9735773, lot number: 16280177 was returned for evaluation. There was no failure found. The uninterruptable power supply (ups) was tested with a known good battery for a 24hr period and tested with no issues. The ups was then unplugged from ac power and continued to run under battery power for the set 11.5 minutes before the ups shut down as programmed. Previously reported codes b01, c19 and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system displayed the message "failed to start pulse audio" during bootup. After about 30 minutes, the system finally booted on. Technical services had the manufacturer representative (rep) check self-test once the system powered on. The system showed 100% charge when plugged in but immediately powered off when unplugged. It was noted that the uninterrupted power source (ups) and battery had never been replaced on the system. There was no patient involved. Additional information was received. It was reported that after replacing the ups and battery, the system continued receiving running code and "failed to start pulse audio". The rep also saw "cpu stuck for 25 seconds" which counted up. The rep called at a later time to state that after replacing the computer, the camera cart was not mirroring the main cart properly. In admin: camera cart monitor display functions, and touch functions, but nothing on the camera cart screen moves; however it moved on main cart when the rep dragged on the camera cart. In app: camera cart monitor goes black, but camera still functioned and could track instruments as expected. Tracking window also showed on main cart. They were going to wait for the cable to continue troubleshooting.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735773, serial/lot #: -, ubd: unknown, UDI#: unknown; product ID: 9735787, serial/lot #: -, ubd: unknown, UDI#: unknown; product ID: 9735764, serial/lot #: -, ubd: unknown, UDI#: unknown; product ID: 9735785, serial/lot #: -, ubd: unknown, UDI#: unknown; product ID: 9735764, serial/lot #: -, ubd: unknown, UDI#: unknown work order completed: h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that hardware parts were replaced. The system then passed testing. Codes b01, c07 and d02 are applicable. H3: analysis was performed for product 9735787, lot number: 16280177. It was reported that the uninterruptible power supply (ups) was tested with a known good battery for a 24hr period and tested with no issues. Ups was then unplugged from ac power and continued to run under battery power for the set 11.5 minutes before the ups shut down as programmed. There was no failure found. Codes b01, c19 and d14 are applicable to this analysis. H3: analysis was performed for product 9735764, lot number: 2139f00798. It was reported that the computer passed burn-in testing with the exception of the 3.5mm sound due to no input devices. When an operating system (os) solid state drive (ssd) was inserted, the computer received a cpu (central processing unit) error and did not boot to login screen. Codes b01, c07 and d02 are applicable to this analysis. Multiple annex a codes were coded. A0902: applicable to to the monitor going black. A110201: applicable to the issue occurring during bootup. A0719: applicable to the system immediately powering off when unplugged. A1102: applicable to error messages "failed to start pulse audio" and "cpu stuck for 25 seconds". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that after replacing the computer <(>&<)> mini dp (display port) to dp cable, as well as using a known working solid state drive (ssd) from another system, the same issue happened. The camera cart touch screen was confirmed to be working. When selecting an icon (i.e self-test) on the camera cart, self-test would only be open on the main cart. The self-test status were all green, and firmware was all connected. The network device interface (ndi) camera itself was still working. The camera cart monitor was black when it was stealthuser. When under stealthadmin, it mirrored, but not the function. The site did not have an external monitor, and the rep did not want to troubleshoot the pcoip (pc over ip) host cards and o-ring.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735764, ubd: unknown, UDI: unknown see also section b5 for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.